Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "big edematous lower lip (double the size)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: undesireable effects: ¿inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Method of use: ¿do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema.

Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® volift¿ with lidocaine. Approximately 8 months later, patient was injected in the cheeks with 2 syringes of juvéderm® voluma® with lidocaine, in the tear troughs with 1 syringe of juvéderm® volbella® with lidocaine, and in the ck3 with 0.7 cc of juvéderm® volift¿ with lidocaine ¿with a little touch up on upper lip¿ with 0.3 cc of juvéderm® volift¿ with lidocaine. Patient woke up 12 days later with a ¿big edematous lower lip (double the size).¿ swelling was also present on the upper lip. Patient¿s cheeks were fine. Treatment with benadryl and prednisone was given on the day of symptom onset and patient¿s symptoms resolved 2 days later. Patient is on ¿year long¿ antibiotics for bladder infections and has personal stress but was not taking antibiotics at the time of the injection. This is the same event and the same patient reported under MDR ID #3005113652-2018-00720((B)(4)), MDR ID #3005113652-2018-00716 ((B)(4)) and MDR ID #3005113652-2018-00719 ((B)(4)). This MDR is being submitted for the product juvéderm® volift¿ with lidocaine.